Manufacturer narrative:
Customer service requested that the customer call in so that troubleshooting could be performed. In follow up with the customer on 12/28/2017, she alleged that she developed mastitis in her right breast on (B)(6) 2017, for which she was prescribed an antibiotic. The customer indicated that she would contact customer service to troubleshoot the pump; however, as of the date of this report, she has not done so. The customer requested consultation with medela clinical staff (as her right breast was red and swollen and the nipple was severely blistered and painful); however, multiple attempts to contact her by clinical staff were unsuccessful. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc via email that the port plug on her pump in style breast pump appeared to be leaking air and the motor was making a metal squeaky sound. On (B)(6) 2017, the customer alleged to medela llc via email that she tried the troubleshooting tips that were provided to fix her issue and they did not help. She alleged that her breasts were now sore from engorgement.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/14/2018. Though it was noted that there was residue on the gearbox, the device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of an air leak and unexpected noise could not be confirmed. [(B)(4)].